Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 11jul2017 to assess the instrument test well images in question, and confirmed the customer's observation. The immucor laboratory tested retention product on 19jul2017 which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on 20jul2017, and was able to reproduce the customer's sample testing issue.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.